Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available: omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone16.1, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a skin irritation causing excessive blistering and scarring occurred while wearing the pod for an unspecified amount of time. No medical assistance with the irritation was reported and the patient confirmed that they are taking a break from using pods, instead choosing to administer insulin via multiple daily injections.